Event description:
Boston scientific received information that this implantable lead displayed high, out of range pacing impedance measurements. A lead fracture was suspected. The patient underwent a pulse generator upgrade procedure, at which time, the lead was explanted and replaced. There were no adverse patient effects reported. The lead is to be returned for analysis.

Event description:
The lead has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was thoroughly inspected and analyzed. Dried blood/body fluid was noted in the helix housing and past window area. The helix was extended and tissue was entwined in the helix. The suture sleeve was located up over the distal end of the terminal insulation. Suture indent marks were located approximately 116, 121, and 124 millimeters (mm) from the terminal pin. When the suture sleeve was slid into place over the marks, the suture sleeve was located approximately 109-132 mm from the terminal pin. The inner circumference of the outer insulation had marks on two opposing sides of the lead approximately 155-175 mm from the terminal pin. Microscopic analysis indicated the insulation damage was initiated by a localized compressive stress on the tubing surface. It appeared that pressure from the underlying coils resulted in the marks in the silicone inner surface.the anode conductor coils were slightly laid back between 155-173 mm from the terminal pin and deformed around 170 mm from the terminal pin. The cathode conductor coil was fractured. The proximal side of the fracture was located approximately 156 mm from the terminal pin and the distal side of the fracture was located 167 mm from the terminal pin. The clinical observation was able to be confirmed.

Manufacturer narrative:
As of today, the lead has not been received for analysis. Should additional information become available, this report will be updated.